Manufacturer narrative:
B2 and b3 date of death and date of event were revised since the initial report was submitted. B2 selection was added that was omitted from the initial report that was submitted.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed, organ failure: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient was implanted with an impella cp and experienced anuria and anemia. A computed tomography scan revealed bleeding in the right pleural cavity. The patient was transfused 12 units of packed red blood cells. The patient expired due to multi organ failure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.